Event description:
Incorrect nbp systolic and mean trend values in the r50 recorder strip report; values on the recorder print strip do not match values on the sc6002 main display or display of trend info. When the sc6002 was downgraded to vc4.1 product software, the values were correct again.